Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 9 photos were provided for investigation. 9 customer photos were received for review and analysis. The photos did confirm the reported complaint as the images show tubes with improper separation of serum/plasma. However, the IFU (instructions for use) for this tube type indicates that this tube type be allowed to clot for 60 minutes before centrifugation to facilitate proper clot formation and subsequent serum extrusion. The customer has indicated a 10 minute clot time allowance. A partially clotted sample will lead to the reported condition. This is considered an off label use of this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. On sep. 28, 2021, a complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. This complaint is unable to be confirmed for the indicated failure mode poor sample quality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced poor barrier separation of sample. This event occurred 43 times. The following information was provided by the initial reporter. The customer stated: the tubes are used in aphaeresis area, which it's performed the sample collection by using a vacutainer, and the tubes are mixed according to the recommendations stablished, then they are driven to the tab for centrifugation in a time range not longer than 10 minutes. After that process, it is being observed that the tubes are generating an anomalous particle, or a component that can reach to affect the procedures. However, customer has not received a satisfactory response for the issue, nor a root cause either.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced poor barrier separation of sample. This event occurred 43 times. The following information was provided by the initial reporter. The customer stated: the tubes are used in aphaeresis area, which it's performed the sample collection by using a vacutainer, and the tubes are mixed according to the recommendations stablished, then they are driven to the tab for centrifugation in a time range not longer than 10 minutes. After that process, it is being observed that the tubes are generating an anomalous particle, or a component that can reach to affect the procedures. However, customer has not received a satisfactory response for the issue, nor a root cause either.